Event description:
It was reported that during the implant procedure, the lead fell and the position had to be changed several times due to the patient's anatomy. One day post implant, the atrial sense markers were falling directly over the ventricular events. It appeared that the right atrial (ra) lead was pacing the ventricle and not sensing p waves, but lined up with the r wave. A microdislodgement of the lead was suspected. A lead revision was scheduled and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.